Manufacturer narrative:
The customer's report was duplicated and attributed to the lcd display screen. The lcd module was replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device's display blanked out. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.